Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she used therapy and then it stopped at some point after implant because she felt it was not working. The patient noted she had an infection in (B)(6) 2016 and she took 3 antibiotics. The patient had a catheter placed. The patient stated they saw the healthcare professional (hcp) on (B)(6) 2016 and the hcp reported some bacteria was still present. The patient ended the antibiotics on (B)(6). The patient noted they felt stimulation. The patient noted the symptoms were gradual in onset. The patient stated the stimulation was fading since (B)(6) 2016. The patient noted they had painful stimulation the other day, when she turned it on, but at the time of the call the stimulation was fading. The patient stated she had retention since implant. The patient stated she used therapy and then stopped at some point after implant because she felt it was not working. The patient stated they had a urinary tract infection (uti) in (B)(6) 2016. Additional information from the patient reported she had a uti for a long time and had retention. The patient noted she had both prior to the device. The patient noted she went to the emergency room for the retention and there was quite a bit of it, so she was glad they found it. The patient noted she had not had her interstim for on for a long time, she did not have it activated. The patient stated the steps taken to resolve the urinary retention and painful stimulation were they gave the patient cipro, bactrim, and steroid. The patient stated they went to the ER around (B)(6), where they were diagnosed with retention and uti. The patient stated they gave her cipro and she started wearing a catheter. The patient saw a hcp on (B)(6) and he went ahead and asked about the stimulator and she brought it in, they turned the stimulation on and after trial and error adjusted it to where it should be, the patient had it on ever since. The patient stated she could feel stimulation, but not near as much as when they first adjusted it on (B)(6). The patient stated the hcp put her on hyoscyamine. The patient noted the interstim had helped a lot, it had not taken it all away, but it had helped. The patient stated she had a 75-80% symptom reduction since (B)(6). The patient stated they saw the hcp again (B)(6). The patient thought the device turned off probably a year ago. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.